Event description:
Customer reported an occlusion alarm while using the pump in the hospital. The customer had not adverse impact to their blood glucose. They customer changed supplies and resumed insulin.